Manufacturer narrative:
Product complaint #(B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unk - screws: locking: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this study ID: depuy - dst202103. Subject ID: (B)(6) experienced a clinical adverse event. Received for r thigh wound dehiscence of the local/fracture site the principle investigator has not provided relationship information. However the: date of event: 05-may-2024. Date of implant: (B)(6) 2024. Date of revision: n/a. Device location: right distal femur. The surgical intervention was performed on (B)(6) h2024. Patient discharged from hospital (B)(6) 2024. Treatment: surgical intervention of irrigation and debridement. Depuy synthes products used: rfna and 5 locking screws catalog number: 04.233.238s lot number: n/a component type: (retrograde femoral nail advanced: 12mm: length 380mm) description: the event is rated as severe and serious due to in-patient hospitalization or prolongation of existing hospitalization (admitted (B)(6) 2024), and resulted in medical or surgical intervention at the fracture site to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. This report is for one (1) unk - screws: locking this is report 4 of 6 for complaint (B)(4).